Manufacturer narrative:
Unit was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off and had blank display. The customer's blood glucose level was 130 mg/dl. It also reported that the insulin pump did not turned on after battery change. The customer declined troubleshoot for failed battery alarm. The insulin pump will be returned for analysis.